Event description:
It was reported that during a low anterior resection procedure, malformed staples deployed after firing and the tissue had not been stapled. The surgeon used hand sewing to complete the procedure and the patient lost his anus. Now the patient is in the hospital for further observation.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the following information was requested, but unavailable: attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information received: what is the patients current condition? Now the patient is fine. What disease did the patient have? Rectum cancer. Was low anterior resection high or low? Low. How was the operation completed? Used hand sewing. What did the staple form look like? Irregular. Was the transection completed with one or multiple firings in one firing. Was the instrument fired across or near an existing staple line or clip? No. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? The device was compressed until unable to fire further. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Closing and firing needed higher force. Did the operation change significantly as a result of the device issue? Yes. What is the patients age and sex? The patient is male and 61 years old. Did a hcp other than the primary surgeon fire the instrument? No. If so, whom? The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.